Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired malformed staples. There was difficulty opening and closing the device. Used a competitor's product to complete the case. No patient consequence.